Event description:
It was reported that the right atrial (ra) lead had far field r-wave (ffrw) oversensing. The device was reprogrammed to adjust sensitivity and the lead remains in use. The patient was enrolled in the (B)(6) study (pas). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products rvdr01 implantable pulse generator (ipg) (B)(6) 2012. (B)(4).